Event description:
It was reported that patient reported with this complaint as bg to exceed 500 mg/dl (27.7 mmol/l) and correction with changed ifs, administered mdi and resumed insulin on 04/22/2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.